Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported catheter kink and separation were confirmed. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional analysis of the returned device, there is no indication of a product quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the mini trek instructions for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a lesion in the distal circumflex with heavy tortuosity, heavy calcification and 99% stenosis, a 1.5 x 8 rx mini trek dilatation catheter was advanced but could not cross the lesion. Reportedly, strong resistance was felt when advancing the dilatation catheter, force was applied and the shaft kinked inside of the guiding catheter and then separated. The separated portions of the dilatation catheter and the guiding catheter were removed as a single unit from the patient anatomy. A new same size rx mini trek dilatation catheter was advanced for plain old balloon angioplasty to successfully treat the target lesion. The patients final outcome is satisfactory and there was no adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.